Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that an indigo system aspiration catheter 5 (cat5) became kinked. It was noted that the cat5 was not kinked upon removal from the packaging. The kinking of the cat5 occurred prior to inserting it into the sheath; therefore, it was not used in the procedure. The procedure was successfully completed using a new cat5.

Manufacturer narrative:
Additional information: 510k#: k160533